Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, there was a pop up indicating elective replacement indicator (eri). The caller cleared the pop up on the programmer and noted that the implantable pulse generator (ipg) still had a three year longevity estimate and wondering why it indicated eri. The caller also observed taht there was no battery voltage displayed. The caller was advised that this was probably due to a eri lock up measurement and that the battery voltage would be present at the next interrogation. The device remains in use. No patient complications have been reported as a result of this event.